Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised due to possible infection. Revision implants indicate an mrh knee construct.

Manufacturer narrative:
Additional information: catalog and lot number added. An event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Medical records received and evaluation: not performed as no medical records were provided for review. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusion: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product return, pre and post operative x-rays, pathology reports including the strain of infection identified, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. The following devices were also listed in this report: mrhk femoral bushing; cat#: 64812110; lot#: lhc279, mrhk femoral bushing; cat#: 64812110; lot#: lhb985, mrhk tibial sleeve; cat#: 64812140; lot#: lhe179, mrh axle; cat#: 64812120; lot#: ctd12565, mrhk bumper insert neutral; cat#: 64812130; lot#: lhc848, mrh tib rot comp xs-xl; cat#: 64812100; lot#: 119677, gmrs extension piece 80mm; cat#: 64956080; lot#: cbc3c, gmrs connection piece 90mm rht; cat#: 64956019; lot#: ctd18716, proximal fem comp std; cat#: 64951001; lot# :c472d, gmrs extension piece 120mm; cat#: 64956120; lot#: axy4l, gmrs dist fem comp std r 65mm; cat#: 64952040; lot#: c443s, mrh tibial b/plt keel med 2; cat#: 64813112; lot#: b7s9n, tri cemented stem 12mmx50mm; cat#: 5560-s-112; lot#: 0066007h, delta v-40 ceramic head 36/+; cat#: 6570-0-236; lot#: 61396401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
The following devices were also listed in this report: unknown mrh bushing; cat# unknown; lot# unknown unknown mrh bushing; cat# unknown; lot# unknown unknown mrh sleeve; cat# unknown; lot# unknown unknown mrh axle; cat# unknown; lot# unknown unknown bumper insert; cat# unknown; lot# unknown unknown mrh tibial rotating component; cat# unknown; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving an unknown mrh insert was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -medical records received and evaluation: not performed as no medical records were provided for review. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusion: the event itself could not be confirmed nor could the exact cause of the event be determined because insufficient information was provided. Further information such as product identification and return, pre and post operative x-rays, pathology reports including the strain of infection identified, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised due to possible infection. Revision implants indicate an mrh knee construct.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported through the submission of a revision implant sheet that patient's right knee was revised due to possible infection. Revision implants indicate an mrh knee construct.